Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in pain, they went to the hospital 13 days ago for the pain in their back that they could not get rid of. A CT scan was done and a bowel was blocked up and there were tracks of kidney stones that already left. It was reported that the patient had been hurting for the last month or two with aching and the manufacturer representative (rep) only knew that the patient had slight pain. The patient said they had been lying and crying all week for their back hurts above, on, and below the ins. The patient said it was radiating on the right side, the ins was implanted on the left but had radiated to the right. The ins does not take the pain away for their pain is "not chronic, its acute." The patient thought something was wrong with the ins, a CT scan with contrast was done and the patient said something about wanting to go from underneath the shoulder blade. The pain was so bad, the patient said they could hardly talk. The patient had to lay on their stomach with their back twisted because of the pain. The patient clarified that their rep had not been aware of this sensation of pain. The patient said they have used their stimulation every day since implant and they have been dealing with their primary doctor and the patient does not know what to do for the pain because the ins is the only thing left. The patient was redirected to their healthcare provider to further address the issue.